Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was the unexpected delivery of a ventricular tachyarrhythmia therapy. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient ¿was barely conscious¿ on arrival to the hospital and is deceased. The cause of death was not known. Analysis of the device memory was requested and the lead was found to test out of specification.